Manufacturer narrative:
18 ar-11012 cannula were returned for investigation. Visual inspection of the 18 units found the bonding compound was present on one side of the cap and not uniform around the connection to the trocar needle as expected. A review of the DHR did not identify any deviation, non-conformity or material issue relevant to the reported failure. Livanova investigation clarified that the disconnection was ascribable to an operator error while distributing of adhesive between connector and trocar (needle). As a part of continuous improvement project, in september 2019 the standard operating procedure for the manufacturing of the complained cannula has been revised including additional check for first piece in curing trocar to luer bond and additional 100% inspection of adhesive cure for trocar to luer bond with needle to test for softness. Manufacturing personnel has been trained on the new revision of the procedure on (B)(6) 2019. Livanova is committed to identify possible corrective actions in the manufacturing process aimed to reduce/eliminate this potential human error. Livanova will keep monitoring the market for similar events.

Manufacturer narrative:
The issue occurred at setup, prior to any patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been received at livanova USA inc for investigation. Investigation is ongoing. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA inc has been informed that the cap that help to extract the metal needle inside the aortic root cannula detaches from the metal needle. The issue occurred at setup, prior to any patient involvement.